Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The hcp reported that the patient told them that she had an x-ray before and had to have the ins replaced as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.